Event description:
Or staff setup harmonic scalpel for surgeon to use in the case. They tested the device and the unit failed. The scrub nurse retightened the blade to the hand piece and the unit passed when retested. However, when the surgeon attempted to use the device, it reverted back to test mode and failed. Surgical staff replaced the hand piece and retested it with the same result. The blade was then replaced with same result. The blade was then retightened and tested. The device passed and the case was finished. No harm was noted to the patient.the generator and all accessories were sent to biomed for testing.====================== health professional's impression======================stopped functioning during case====================== manufacturer response for harmonic scalpel======================manufacturer assisted in troubleshooting between the generator, hand piece, and the blade. Quite helpful====================== manufacturer response for hand piece ======================no further follow up regarding hand piece====================== manufacturer response for blade======================disposable not at fault